Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one week after the implant procedure the patient reported feeling a "pulsating" sensation in their abdomen when lying on their side or back. Upon evaluation the right ventricular lead was reported to have low ventricular sensing, no ventricular capture at the maximum output, and the lead was reported to have dislodged. The lead was explanted and replaced. It was also noted that the patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that approximately one week after the implant procedure the patient reported feeling a "pulsating" sensation in their abdomen when lying on their side or back. Upon evaluation the right ventricular lead was reported to have low ventricular sensing, no ventricular capture at the maximum output, and the lead was reported to have dislodged. The lead was explanted and replaced. It was also noted that the patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient also had a cardiac perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.